Event description:
During an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the stent dislodged from the balloon catheter. The stent embolized to an unknown location. No remedial action was performed. There were no clinical sequelae reported relative to the event.